Manufacturer narrative:
H6: investigation summary one unused sample of material number mz9270 was submitted for quality investigation. It was reported by the customer that the product is breaking at the end of trifuse could not be verified. Evaluation of the extension set shows no other defect and abnormalities. Further visual inspection shows no issue of breakage. A device history record review for model mz9270 and lot number 21025168 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be determined because the issue could not be replicated.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced component separation. This is 2 of 2 related events. The following information was provided by the initial reporter: the customer reported they were breaking at the end of trifuse. This is another lot number other than the original.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced component separation. This is 2 of 2 related events. The following information was provided by the initial reporter: the customer reported they were breaking at the end of trifuse. This is another lot number other than the original.